Manufacturer narrative:
The device was received for evaluation. During functional testing, "failed downstream occlusion 21 and 21.8 psi" was not reproduced. The device was sent for flow accuracy volumetric 20.5ml - pass, downstream 12.3psi 13.9psi 13.5psi - pass, air detect - pass, upstream - pass. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion with values 21 and 21.8 psi(pounds per square inch) during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.